Event description:
It was reported that the device had display - blank screen. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue display - blank screen was confirmed. ¿ on (B)(6) 2026, lvp was received unboxed and with paperwork. ¿ internal inspection revealed a pin not fully inserted into display board j2 connector. ¿ root cause: a pin on j2 connector is not fully inserted. Defective material from supplier. ¿ recommend bd san diego repair center re-inserted pin on j2 connector. ¿ unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.